Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error bad pointer impossible default case, parameter out of range, etc alarm repeatedly. Customer¿s blood glucose level was unknown. Customer stated that they cannot cancel the alarms. The device will be returned for analysis.